Event description:
A customer observed imprecise results for phyt qc and pt samples tested on the 950 analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into the event showed that the calibration results were atypical compared to expected results. After restoration of the previous calibration, acceptable qc results were obtained. Following resolution of the calibration issue, biased mas qc results were observed. Investigation showed the customer was diluting the qc fluids prior to testing, which is not recommended protocol. Results for undiluted qc fluids were acceptable. Investigation of inaccurate pt results from diluted samples was inconclusive. The root cause of the first event is calibration related. Root cause of the subsequent biased qc results was user error in not following ocd recommended protocol by performing dilution of samples within the reportable range. Root cause of the inaccurate diluted pt results has not been determined.